Event description:
The patient stopped using the ins about 4 years ago because he did not need it. The patient has met with a health care provider (hcp) regarding removing the ins because he was not using it, during this time it was determined that the ins was over-discharged/dead. There was not date set up to remove the ins yet. The patient was in a car accident last wednesday and since then he has been having excruciating headaches. The hcp has ruled out concussion and done other testing including spinal tap ,CT scan, ultrasound of heart and x-ray of ins last night was okay. The ins looked okay but the patient was worried the ins battery leak was causing headaches. The patient¿s hcp reported that the patient has not contacted the office. The patient¿s last appointment was (B)(6) 2009. No additional follow up is possible.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).